Event description:
On (B)(6) 2025, the user reported repeated low alerts from the dexcom g7 continuous glucose monitor (cgm) after placing the sensor before bed. Without confirming by finger stick, the user continued treating the perceived lows until eventually checking, which showed a blood glucose (bg) of 200 mg/dl while the dexcom still displayed low. The user replaced the sensor, performed a factory reset of the ilet, and called for support. The agent reviewed calibrations and explained the effects of resetting the ilet. The highest bg recorded during the event was 293 mg/dl, and levels were out of range for over 90 minutes. The issue was corrected with backup therapy, and although the ilet did alert for low bg, no symptoms, outside assistance, or medical intervention were required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.